Event description:
It was reported by the aci sales professional that a (B)(6) female patient with a history of hypertension, hypercholesterolemia and peripheral vascular disease (pvd) with previous percutaneous peripheral interventions underwent a percutaneous intervention on (B)(6) 2010. Hemostasis was reportedly achieved with mynx following the catheterization. Post procedure (exact timeframe unknown) the patient became symptomatic and underwent a subsequent peripheral intervention on (B)(6) 2010. Left femoral artery access was initially obtained, however pta of the proximal right sfa was not successful as the physician was unable to cross the lesion with a wire. The right common femoral artery was then accessed and several aspiration attempts were made. The physician reported a probable intra-arterial deposition of polyethylene glycol (peg) from the previous mynx closure on (B)(6) 2010 and what was assessed to be peg was successfully aspirated from the right cfa. The patient tolerated the procedure well and was discharged on (B)(6) 2010. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. It was reported that the physician aspirated what was assessed to be polyethylene glycol (peg) from the right cfa. However without the material to perform chemical analysis, the composition of the aspirated material could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.